Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was treated with vancomycin intraperitoneally (ip) (500mg daily) and fortaz (ceftazidime) ip (1g daily) for the event. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the event. Dianeal therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).